Event description:
On february 21, 2023, fujifilm healthcare americas corporation was informed of an event involving dh-28gr. It was reported that the hood separated and fell into the gastrointestinal tract during an endoscopic submucosal dissection. The pieces were retrieved and the procedure was completed successfully without harm or injury. There was no death reported with the event.